Event description:
It was reported that during an implant procedure, a patient lead exhibited high pacing impedance. The physician elected to replace the lead. The patient was stable throughout.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were detected.